Event description:
It was reported that pen needles leak at the hub while using relion pen needles . This occurred several times and elevated glucose levels were reported. The following information was provided by the initial reporter: consumer reported finding this box and others to leak at the hub when injecting . Caller does not complete a flow check. Consumer reported glucose values are high.

Manufacturer narrative:
Date of event is unknown. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that pen needles leak at the hub while using relion pen needles . This occurred several times and elevated glucose levels were reported. The following information was provided by the initial reporter: consumer reported finding this box and others to leak at the hub when injecting . Caller does not complete a flow check. Consumer reported glucose values are high.